Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) peg sealant was attached to the wire. There was no reported patient injury. The physician felt resistance while shuttling the mynxgrip down into the non-cordis 5f sheath. When the mynxgrip and sheath were retracted, the shuttle tube was not in place. The physician was trained on the use of the mynx device. The procedure was diagnostic. The stick location was medium. The sheath size was a 5f. Hemostasis was achieved with manual compression of 30 minutes or less. The patient was not hospitalized or the patient¿s hospitalization was not extended. There was no lesion calcification. There was no vessel angulation. A retrograde approach was used. The patient did not have any relevant medical history. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the common femoral. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The device storage temperature did not exceed 25 degrees celsius. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath stuck to the distal end of the shuttle. The distal end of the sealant was protruding out from the shuttle tubing and covering the balloon proximal bond. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle movement was checked and resistance was felt. Subsequent to unsheathing, the sealant inside the shuttle tubing was found to have been exposed to saline and appeared to have ¿swelled.¿ the condition of the received device indicates a device jam which may have been attributed to the sealant exposed to saline prematurely. A product history record (phr) review of lot f1828201 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ and the ¿sealant stuck to device components¿ were confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the investigation performed, handling factors (such as applying too much tension to the balloon) may have contributed to the issue experienced as evidenced by the prematurely swollen sealant stuck to the shuttle. If high tension was applied to the balloon during the shuttle deployment step, this can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. As the sealant prematurely swells, it increases the profile of the sealant which can prevent the procedural sheath/shuttle from being advanced/retracted during the procedure and adhere to device components. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) peg was attached to the wire. There was no reported patient injury. The physician felt resistance while shuttling the mynxgrip down into the non-cordis 5f sheath. When the mynxgrip and sheath were retracted, the shuttle tube was not in place. The physician was trained on the use of the mynx device. The procedure was diagnostic. The stick location was medium. The sheath size was a 5f. Hemostasis was achieved with manual compression of 30 minutes or less. The patient was not hospitalized or the patient¿s hospitalization was not extended. There was not any lesion calcification. There was not any vessel angulation. A retrograde approach was used. The patient did not have any relevant medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the common femoral. There was not presence of pvd or calcium in the vicinity of the puncture site. The resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The device storage temperature did not exceed 25 degrees celsius.